Event description:
It was reported that during unpacking for an unspecified endoscopy procedure, the sheath detached. The target lesion was in an unspecified location within the large intestine. A rotatable snare oval 20mm was selected and unpacked. The device was found to open and close; however, the sheath separated 10 cm distal from the handle. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".